Event description:
Patient reported experiencing low blood goucose (24-67 mg/dl), for the past 2 nights. They indicated that, both nigths - prior to going to sleep, their blood glucose measured > 200 mg.dl. No error messages were generated by the device. Patient self-treated low blood glucose by drinking juice. Additionally, they reported that they have attempted to prevent hypoglycemic episodes by setting a temporary basal decrease, as well as by decreasing their basal rates by 4-5u overnight.